Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, suggesting it was within a safe range. Technical support instructed the customer on how to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again, which they acknowledged and understood.